Event description:
Customer reported she treated herself with insulin based upon a blood glucose result of 398 mg/dl on the advantage system. Customer reported a blood glucose result of 248 mg/dl 30-60 mins later, and was symptomatic of hypoglycemia at the time. She called an ambulance, the staff of which tested her blood glucose at 33 mg/dl. Ambulance staff treated her with a glucose IV and transported her to the hospital, where she was treated with sent.